Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Suspected cause was due to the time being off. Customer addressed bg level by consuming carbohydrates. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin delivery.